Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported a loss of therapeutic effect with urinary retention and sharp pin-like pains that came from the pelvis when the patient tried to urinate. They stated this began almost a month ago. They attempted to sync with the programmer and they were seeing the poor communication message. It was reviewed that due to the age of the device, the ins may be reaching end of service. They were redirected to their healthcare provider to check the ins status.